Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent was returned mounted on the balloon; however, it was moved from its original crimped position, consistent with the report that the stent implant was replaced on the balloon after dislodgement. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while unpacking a 2.5x15 rx xience xpedition stent delivery system (sds), while there was no noted difficulty with removing the protective sheath, the stent dislodged when removing the protective sheath. The sds was not used for the procedure; there was no patient involvement. A 2.75x15 xpedition was used in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.